Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified creases fold, wear abrasion, and a curved opening. Leak test and microscopic analysis was performed which identified striated opening on radius and smooth crease opening on posterior. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a smooth crease opening on posterior assessed as fold flaw opening, and a striated opening on radius assessed as surgical damage consistent in the use of some surgical tools.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.